Event description:
A clinical mgr reported that a pt returned to the clinic postoperatively with a possible infection in the surgery eye. After further eval, the doctor concluded that the pt did not have an infection, but rather an inflammatory response. The symptoms resolved, but it is unk if any additional treatment was required. It was noted that the drainage bag had leaked during surgery, but the reporter did not indicate any correlation between the events. There is no further info available pertaining to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).